Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that signal loss over one hour occurred. The transmitter was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. The receiver was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Functional test was performed and passed. Pairing test was performed and passed. A review of the receiver logs was performed and signal loss was found within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.